Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was intermittently powering off and on. The user stated that they had recently changed the battery but denied any damage to the battery cap or compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection showed some cosmetic damages and a crack was observed on the pump casing. Investigation was unable to duplicate the ¿intermittent power¿ complaint. The pump was exercised for 24 hours with no power loss or power related alarms. Review of alarm history showed power losses in the pump history. No evidence of moisture was observed in the battery compartment or the pump interior. Battery cap was able to tighten properly. Inspection of battery cap showed that the measurements were out of specification. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.